Event description:
During preventive maintenance, the voltage level of the battery charging circuit could not be adjusted to the specified level. The battery charging module was replaced. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.